Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen. The customer¿s blood glucose was unknown. Customer reports that the screen print was small and the visibility of the screen was difficult. Insulin pump will not be returned for analysis.